Manufacturer narrative:
Concomitant products: w1tr01 crt-p implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post replacement procedure, the patient developed an infection. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.